Event description:
It was reported that the pt's lead was replaced after two months due to lack of therapeutic effect. The lead's impedance measurement read greater than 4,000 ohms. The implantable neurostimulator was replaced. Further info is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.